Manufacturer narrative:
Only a fragment of the rod was returned. The rest of the rod was implanted and is not available for evaluation. Fracture analysis of the returned could not be performed as it is too small to capture optical image of the fractured surface. The device history record was reviewed and found to be conforming indicating that the device was manufactured, inspected, and packaged to specification. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The rod in question was broken when the setscrew was being inserted. The other rod was used and the surgery was finished.